Event description:
It was reported that a force sensor test was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for a force sensor test. Cracked on the right plunger case was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue, which is force sensor error, was unable to be duplicated. Based on the evidence, the complaint was not confirmed for force sensor error. Service replaced force sensor and plunger cable as preventive measure and performed pm maintenance along with all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.